Event description:
It was reported that the right ventricular (rv) lead triggered an alert for pacing impedance just below the programmed lower limit. The physician felt this was due to the patient¿s stature, and it was deemed acceptable. The alert was programmed for remote alert only. The rv lead remains in use. No patient complications have been reported as a result of this event.